Manufacturer narrative:
Philips service replaced the hdd, reloaded the os, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a software error caused hdd boot failure, leaving the system stuck on startup on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.